Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K11959 when additional information is received a follow up report will be submitted.

Event description:
It was reported leakage occurred. The reporter indicated that when opening the box of histoacryl product content was found to have leaked and was sticking to the plastic part. Per the dental office, the part had holes so the product came out. Products were not usable.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Investigation: samples received: 1 open ampoule without pouch. Analysis and results: as no batch number is received, the batch manufacturing record cannot be reviewed. We have received an open ampoule without tip and no defects in the sealing bar of the ampoule (yellow bar at the bottom of the ampoule) was found. However, without batch number or closed samples, we cannot carry out an analysis in order to take a decision. Final conclusion: in spite of receiving an open ampoule, without batch number or closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample or more information is received in the future, we will re-open the case and analyze it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.